Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. The patient was placed on plavix and aspirin oral anticoagulant (oac) medication regimen. At the 1-year routine follow up, transesophageal echocardiogram (tee) revealed a large device related thrombus (drt) on the closure device with no leaks observed. No device issues or patient complications occurred. The patient was placed on eliquis medication in response to the drt. It was noted the 45-day routine follow up tee was within normal limits.